Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported insulin leak, or to determine if it could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced increasing blood glucose levels after approximately 1-4 hours of pod wear on the arm. Despite administering correction bolus doses, blood glucose levels did not decrease. No specific blood glucose values were reported. The patient stated that she detected an odor of insulin, suggesting a possible insulin leak. Reported symptoms included vomiting, increased urination, and moderate ketone levels based on a home test. The patient sought medical attention at the emergency room (ER), where she was diagnosed with hyperglycemia with ketosis. Treatment in the ER included intravenous insulin infusion and fluids. The patient returned home after approximately 8 hours.